Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a full black screen. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the black screen did not disappear. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No black display or missing segment/partial display anomaly noted. However, device had unresponsive all buttons due to unlocked electrical board keypad connector. Unable to perform self-test and displacement test due to unresponsive button. Device had cracked lcd window, cracked case at display window corners.